Event description:
During a bunionectomy procedure, the surgeon attempted to drill a hole for placement of a screw. While drilling, the drill bit broke off in the bone of the pt. The broken pieces were extracted and a second drill bit used. The surgeon noticed that the second drill bit was slightly bent.